Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
It was reported that the insulin pump was cracked. Customer's blood glucose value was unknown. Customer stated that the reservoir was able to lock into the place when inserted into the insulin pump. The product will return for the analysis.